Manufacturer narrative:
The reported event of set screw anomaly was confirmed. Analysis revealed the ventricular set screw was stripped and contained septum material inside the hex cavity. This material in the hex cavity prevented full insertion of the torque driver and was the cause of the reported event. The set screw anomaly was consistent with having occurred during the procedure.

Event description:
It was reported during routine explant procedure that the implantable cardioverter defibrillator setscrew could not be loosened. The device was removed and replaced. The patient was stable and asymptomatic.

Event description:
Additional information received notes that the set screw was stripped.